Event description:
Multiple anchor bolts were placed in a pediatric patient (actual number unknown). One of the anchor bolts broke while the patient was in an agitated state. The neurosurgeon had to remove the broken piece (threads) surgically. It was reported that patient monitoring was not affected and there was no negative patient outcome.